Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported seeing many maintenance required code # 7 and power supply fan failure alarms in the fault codes. The stm then replaced the power supply and verified proper fan function. All functional, pneumatic and electrical safety tests were performed. The iabp passed all tests and was cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) presented a maintenance required code #7. No patient harm or adverse event was reported.